Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a protector p55. The following information was provided by the initial reporter, "coring occurred when preparing abraxane. The fragment was confirmed in the infusion bag. L connector and injector will be returned too."

Manufacturer narrative:
H.6. Investigation: two protectors, one l-connector attached to an infusion bag, and one injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. All product returned was inspected, no issues were noted and no foreign matter was identified. CAPA#: 688697 was initiated. H3 other text.

Event description:
It was reported that foreign matter occurred during use with a protector p55. The following information was provided by the initial reporter. "Coring occurred when preparing abraxane. The fragment was confirmed in the infusion bag. L connector and injector will be returned too."